Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two x-rays were provided for the review. The images show that the chest x-rays showing the device in the right subclavian region. The catheter appears to be completely fractured at its arc in the neck. The distal segment cannot be identified. Therefore, the investigation is confirmed for the reported suction issue, fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp via the right internal jugular vein. Post the procedure on (B)(6) 2025, it was noted that prior to chemotherapy, the nurse noted inability to suction blood return. Furthermore, imaging on the same day confirmed that the catheter fractured completely. Reportedly, the port was removed on (B)(6) 2025. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is completed. The device is not available for return to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein. On (B)(6) 2025, post the procedure it was noted that prior to chemotherapy, the nurse noted inability to suction blood return. Imaging on (B)(6) 2025 confirmed catheter fractured completely. Port was removed. There was no reported patient injury.